Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would no longer power on with dc power. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The customer contacted physio-control and advised that their device has been returned to service for use with no further reported issues.  The customer did not provide physio-control with any information on what, if anything, was repaired on the device.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.